Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report # 9616099-2007-01675. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
In 2007, the male pt had 2 cypher select plus stents implanted in the proximal circumflex and first obtuse marginal branch. The stents were overlapping. The target lesion was a calcified type c lesion. One week later, the pt had ventricular fibrillation with stent thrombosis in the circumflex and a new lesion in the right coronary artery. The pt had a re-pci. The following day, the pt had a myocardial infarction and cardiogenic shock. An ECMO was implanted without clinical success. The pt subsequently died.